Event description:
Note: this MFR report pertains to the first of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-2661, #3005099803-2008-2675, #3005099803-2008-2677,and #3005099803-2008-2680 for a description of the other devices. It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a hemostsis procedure (patient gender, age, and weight are unknown). During a procedure to stop a bleeding ulcer, the clip failed to deploy. It also failed to deploy outside of patient after other clips had been use in patient. The patient still has some oozing and may have to go in for surgery, but is in stable condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
This manufacturer report # 3005099803-2008-2889 contains incorrect information. Please refer to manufacturer report # 3005099803-2009-2089 for corrected information.